Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 4.00 x 16 synergy stent was selected for use. However, it failed to cross the lesion and the stent struts were deformed. The procedure was completed with a 4mm synergy stent. There were no patient complications nor injuries reported.